Manufacturer narrative:
S/w 2.9d. Not in manufacturing mode. Unit received with minor scratched lcd window, cracked keypad at select button, faded serial number label, missing retainer, missing reservoir tube o-ring. No missing serial number label noted during visual inspection. Unable to perform displacement test due to missing retainer.

Event description:
It was reported that reservoir compartment connection was broken and ring and serial number was missing. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.